Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the lead exhibited high capture threshold during follow-up in clinic. A chest x-ray revealed micro-dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
New information received noted that the lead had exhibited noise as well.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 51.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.